Event description:
Surgeon was performing a burch procedure on 11/18/96. With two sutures, after completing the second throw, the needle came off the suture. On using the third suture, while loading the needle driver, the needle reportedly popped off and fell into the pt. X-ray was called in to locate the needle. The surgeon estimated it added approx one-half hour to the surgery to locate the needle. Pt is reportedly doing fine.